Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a hypoglycemic event. Patient reported he was at a gas station and paramedics were called. It's unknown what medical intervention, if any was provided or if patient went to hospital. It's unknown if there was an alleged device malfunction. No glucose values were provided. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.